Manufacturer narrative:
Additional manufacturer narrative: customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
User facility reported that prior to patient arrival in emergency room the 15mm connector of the manual resuscitator became disconnected and was unusable. Another device was located and used for patient arrival.